Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 466 mg/dl. Customer's other blood glucose value was unknown. Customer stated that the insulin pump wasn't delivering, tried to rewind then got motor error and no delivery alarm. Customer reported the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The device will be returned for analysis.